Event description:
The customer reported to olympus, there was a leak on the endoeye flex deflectable videoscope. During the inspection and testing of the returned device, the adhesive on the object lens was peeling. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Watertightness was not maintained due to the tip cover being collapsed. The adhesive on the object lens was peeling and the adhesive on the bending section cover was missing. Scratches were found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: h8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a) stress of repeated use. B) external factors. C) handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.